Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Ipg died because patient last charged the ipg approximately two years ago. Stimulation therapy was reportedly restored postoperatively.